Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned in the atrial appendage with good sensing values. However, the pacing threshold measurements were high and premature contractions were occurring frequently. The lead was repositioned twice and acceptable threshold measurements were observed. When the lead was connected to the device, the pacing impedance measurements were suddenly high, out-of-range at greater than 3,000 ohms. The connections were verified but this did not resolve the issue. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis revealed an intermittent measurement reading on the anode conductive pathway. Further analysis using a scanning electron microscope (sem) was performed at the corporate laboratory. Evidence of mechanical flattening was observed on the two coil ends near the terminal pin. This flattening reduced the diameter of the coil, resulting in an overload fracture. The outer boot was undamaged, indicating the coils becoming flattened had occurred during the manufacturing process.